Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that he is having trouble with his sure-t infusion sets, insulin pump keep on saying no delivery and he's going through his infusion sets faster. The customer call was disconnected the customer was advised we would try to call him back,

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.